Event description:
The pt was enrolled and treated in the study in 2008 with a precise stent to the left mid and proximal carotid artery. There were no reported product malfunctions or adverse events. However, during and after the procedure, the pt had profound hypotension, but was neurologically stable. The pt also had acute renal problems and possibly some degree of obstructive uropathy. At baseline, the pt's creatinine was above 2.0; therefore, hydration was given. The pt had a foley catheter for up to 24 hours. After the catheter was removed, a bladder scan was completed and showed no residual. Post procedure, the pt developed post procedure complication of increased altered mental status, aphasia, and left-sided weakness. The pt was started on i.v. Reopro after CT revealed no hemorrhage. There was a high suspicion for infarction. Within 24 hours after starting the repro, the pt was continued to be ataxic and also complained of tingling and numbness on the right side. The pt was admitted to comprehensive therapies on the following month. On a week later, the pt became short of breath and was placed on oxygen therapy. The pt had some decrease in saturation but not below 90 percent. The pt continued to have problems with dyspnea. A chest x-ray was completed, and some degree of pulmonary congestion and heart failure was evident and was treated with intravenous furosemide. The pt's respiratory status somewhat improved; however, the pt remained dyspneic with mild tachypnea. On that day, the pt was admitted to telemetry for evidence of acute heart failure, probably secondary to hypertensive issue. The pt was noted to be in somewhat of a fluid overload status. The pt's bnp level at the time of admission was 5000. A slight bump in the pt's troponin was noted to be 0.996, with a total ck of 60, ck-mb of 0.8 and was initially treated with intravenous nesiritide. The following day, the pt was showing good diuretic effect; however, during the evening, the pt sustained ventricular tachycardiac arrest and resusitation was attempted, to no avail.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2008-02684.